Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2018-03355. It was reported the patient experienced ineffective stimulation. Surgical intervention occurred on (B)(6) 2018 wherein the entire system was explanted.